Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an evaluation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the ultrasonic bronchofibervideoscope had no image when using 190 series scopes. Through troubleshooting, the customer was guided to unplug and reset the light source cables and was able to get an image. No further action was required due to the issue being resolved, the device is not expected to be returned. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope displayed no image when using 180 series scopes, the white balance failed to complete, and it was noted that the screen did have the information overlay including the patients name, date of birth, etc. The issue was found during a navigational bronchoscopy, endobronchial ultrasound bronchoscopy, and aspiration needle biopsy (lasting 1.25 hours), the procedures were completed with a similar device, with a few minutes of delay (the exact timeframe was not specified). There were no reports of patient harm and no clinical impact. This report is related to the following linked patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6).